Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This lead was thoroughly inspected and analyzed upon receipt. Visual examination noted blood within the lumen and that the terminal tool was returned with the lead. Electrical testing confirmed the defibrillation cable within the lead was fractured. The fracture most likely occurred during the attempts to place this lead and is the root cause of the observed high pacing impedance measurements.

Event description:
It was reported that this right ventricular (rv) lead was attempted to be implanted. The lead required multiple repositioning attempts and after some time, the pacing impedance measurements became high, out-of-range at greater than 3000 ohms. A new lead of the same model was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead was attempted to be implanted. The lead required multiple repositioning attempts and after some time, the pacing impedance measurements became high, out-of-range at greater than 3000 ohms. A new lead of the same model was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.